Manufacturer narrative:
Failure analysis noted that the insulin pump had a motor error alarm during the occlusion test and unable to prime during the prime/compromised force sensor system alarm test due to faulty force sensor resistor (gold). They were unable to test for the no delivery alarm due to the prime anomaly. The motor passed the motor test. The pump had cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump alarmed motor error and no delivery. The customer's blood glucose was 132 mg/dl at the time of incident. The customer was able to rewind the pump during troubleshooting. There were several no delivery alarms and the motor error alarm occurred more than once in the last 30 days. The customer declined further troubleshooting for the no delivery alarm. The customer was advised to discontinue pump use, revert to a back-up plan and that the pump would be replaced. The pump was returned for analysis.